Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the m10 units and did not know the lot number of the m10 units he was using when he acquired the uti. He had no m10 units left from his order since he had to use more units than usual due to his uti.

Event description:
Intermittent catheter patient (user) stated he had a urinary tract infection (uti) concurrent with catheter use, and went through more catheters than normal. During follow-up, the patient said he was prescribed a course of an antibiotic, and started taking the pills and was feeling better, but still had a few days left of pills to take.